Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 3.2 inr, reference = 2.8 inr, mean = 3.00, confidence limits = 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: patient's medication (dronedarone and aspirin) from parent case may affect inr testing. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. As reviewed on (B)(6) 2011, 9 discrepant result complaints were reported for lot #247451 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.2, lab: 2.8. Patient self tester got new strips and did lab comparison today.